Event description:
It was reported that during implant, the implantable cardioverter defibrillator (ICD) had sensing/detection problems. The device was interpreting slow ventricular rhythms as tachycardia. It was noted that different leads in different positioned were checked. The ICD was not implanted and a different ICD was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).